Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was oversensing noise at implant due to a setscrew/grommet issue. A new ICD was connected and the oversensing was resolved. The new ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).